Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event: the date of event was originally reported as (B)(6) 2018. New information states that the date of event is (B)(6) 2018. Patient¿s explanted devices were replaced with mentor memorygel breast implant 455cc gel breast prostheses. On (B)(4) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 375cc saline breast prosthesis, cat. #3502375, serial # (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation procedure with a mentor smooth round moderate plus profile 375cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 06/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).